Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified matter before further inflation attempts were made. On removal from the bath the returned device was again attached to an encore inflation unit and when positive pressure was applied, a pinhole leak was identified in the balloon material. The pinhole was located at 2mm proximal to the proximal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. The device was visually and microscopically examined and no issues were noted with the markerbands, blades or tip of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified multiple hypotube kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-may-2017. It was reported that balloon was damage. The target lesion was located in the coronary artery. A 10mm x 3mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon was damaged. The device was simply removed from the patient. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that a pinhole leak was identified in the balloon.